Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited a cap- ture threshold of greater than 6.0 v, 0.5 ms and loss of sensing. The lead was removed and replaced.